Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinical study regarding a patient receiving sufenta 345mcg/ml for a total dose of 199.97mcg/day and bupivacaine 25mg/ml for a total dose of 14.491mg/day via an implantable pump for spinal pain. It was reported the patient underwent an open magnetic resonance imaging (MRI) of the left shoulder on (B)(6) 2017, but failed to have the pump analyzed until scheduled office visit on (B)(6) 2017. Initial telemetry at 09:10 on (B)(6) 2017 show a pump motor stall on (B)(6) 2017 at 09:56. Subsequent telemetry at 9:37 on (B)(6) 2017 showed a spontaneous recovery at 09:16 on (B)(6) 2017. It was indicated that the pump medications were decreased by 60% for safety and subsequently titrated back to therapeutic levels. The outcome of the event resolved without sequelae on (B)(6) 2017. The vent date was (B)(6) 2017. No further complications were reported/anticipated. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related and was related to MRI. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the false motor stall was not determined. The patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.